Manufacturer narrative:
(B)(4).

Event description:
The patient was diagnosed with an infection on (B)(6) 2011. The device was explanted. The hcp was questioning the device as the cause of the infection. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.